Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display was noted. The insulin pump had normal operating currents. However, moisture damage was found on the display board and motor. The insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on the display window.

Event description:
Customer states she has a blank display, she states she can only see a few items on the screen. Customer's blood glucose is 339 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.